Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The adjustable pressure limit valve and breathing system were cleaned which may have been a factor in the reported issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.